Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted due to a ''leak'', which resulted in a coma and heart attack. The reporter stated that the pump was explanted because it "leaked morphine from the pump" causing him to go into a coma and then having a heart attack. The healthcare provider had to then "drain the pump because it was defective'.'' The patient further stated that the ''pump never worked'' and following the explant, he was taking oral morphine and ''other medications'' to replace the pump therapy. The pump was explanted in (B)(6) 2011. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter.

Manufacturer narrative:
(B)(4).